Event description:
Customer reports the following: "biomed reported pump problem alarm. Pins were cleaned and ran test infusions, error returned and confirmed no patient harm." Preliminary review indicates that there was an ipc connection leak, due to a likely a damaged grommet. This stopped an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. During log review of this device, it was observed that this device was producing active_valve_motor_failure in safetymanagment. Logs were unable to show specifics in flowctrl to the failure called out due to the age of failure. Fva assembly was removed from device to observe the pins for any signs that a sticky pin fault may have been experienced. Pins were clean and no residue build up was present that would create a sticky pins fault. The spring cage was then inspected. Pump failure was due to spring cage being rev b causing the outlet pin to bind creating the failure mode reported by the error logs.